Manufacturer narrative:
No button error alarm noted. Insulin pump up arrow button did not respond due to corroded keypad trace. No moisture damage on electronics noted. Insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported customer's insulin pump was exposed to sweat. Customer was wearing the device inside her tennis skirt. There is fluid under the lcd display. The device is also alarming button error. Customer's blood glucose is 76 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.